Event description:
Cement restrictor broke as physician placed the item in the femoral canal. It broke into 2 pieces and both pieces were retrieved and passed out of the sterile field to the circulator. The physician was then notified that the two broken pieces were accounted for.